Event description:
It was reported that the patient has angina due to rate response while driving their dump truck over really bumpy roads. The caller wanted to know what changes they could make to resolve the issue. It was suggested to adjust the activity threshold. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 lead implanted: (B)(6) 2014; 2088tc competitor lead implanted: (B)(6) 2014. (B)(4).